Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the post op x-ray showed head not in cup. Upon doing a closed reduction, head still was not seated in the cup. Patient was opened and it was noted liner was not seated. Liner readjusted and impacted. Biolox head appeared to have metal on it, so a new 36mm short metal head was opened and implanted.